Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Device was received with a cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 525 mg/dl. Customer stated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump did successfully complete steps in the displacement verification table. The insulin pump had a crack in the battery compartment. Performed self-test and it passed. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.